Event description:
I have sientra smooth under the muscle breast implants. Since my implants I have been deathly sick and you are already aware of all the symptoms I have. You are aware the sientra has not followed the FDA requirements and yet you chose to let them continue to get away with this. I am only one of the many women who suffer everyday because we were told these are safe and yet cannot afford explant and continue to go to doctor after doctor for help and no one will listen. It¿s time to make sientra and mentor pay for what they have done to so many women! Make them pay for our doctor bills and our explant! I have read so many women are suffering and cannot afford explant surgery like myself. Take a stand for us! FDA safety report ID # (B)(4).